Manufacturer narrative:
B3: month and day of event are unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. A review of the event history log found a high alarm displayed: cassette not attached properly. The cause of the issue was found to be a faulty dso sensor. The dso sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump displayed a cassette not latched error. Found during testing. No patient harm.